Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative reported to olympus a needle failure (needle coming out of side of sheath instead of straight on). The scope had not been used since that day. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. If additional information becomes available, an additional supplemental report will be submitted. The manufacturing date was unable to be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the sheath penetration could not be determined. It is possible that the event occurred due to the distal end of the sheath having been pressed against the tissues of the traches, bronchi, esophagus and surrounding organs, the scope was forcefully pushed into the patient's body while the sheath was pressed against the tissue and caused the sheath to bend, the needle tip was caught in the bent area of the sheath while it was being extended, or the needle protruded from the side surface of the sheath while applying a force to the operating portion when the needle was being extended. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ olympus will continue to monitor field performance for this device.